Manufacturer narrative:
(B)(4). S/w ver unknown. Retainer = black. The pump was returned for cosmetic damage located on the end cap (broken off) found on (B)(6) 2021. The pump was received with a blank display due to the end cap and j7 of pcba 1 have broken off. Unable to perform the displacement test due to a blank display. The following were noted during physical inspection: end cap broken off and missing, j7 connector of pcba 1 broken off, stained keypad overlay, scratched case, and pillowing keypad overlay. Cosmetic damage (end cap broken off and missing) is confirmed. Blank display confirmed due to broken off j7 connector of pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the cracked in base of insulin pump. Customer stated that the retainer ring was not damaged. No harm was required during medical intervention. The customer will discontinue use of the devise.